Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. A slight gap measuring 0.4mm in length was observed between the graft cover tip and the taper tip; specification is 0.5mm max gap between graft cover tip and taper tip. There was no deformation evident to the device. A 0.035-inch guidewire was loaded via the taper tip and advanced proximally to exit the backend t-tube with no resistance noted. The stent graft was deployed no deformation was observed along the spiral tubing which could have hindered loading of the guidewire. The reported insertion difficulties could not be determined through analysis. Analysis confirmed there was no known device problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was intended to be implanted during the endovascular treatment of a 79 mm abdominal aortic aneurysm. It was reported during the index procedure, after flushing the guidewire lumen without issue, the physician attempted to load the endurant stent graft onto a non-medtronic 035" wire, but the wire could not pass through the wire exit port, preventing advancement of the device on the wire further. The delivery system was on the wire only on the outside of the body. It did not even travel far enough for the tip to enter the access. The device was removed, and the wire was wiped and inspected for a kink, no kinks were observed. A second attempt to load the device was made, the wire still would not pass completely through wire lumen, and the device could not be advanced. It was confirmed that there was no damage noted to the device or device packaging prior to opening and the device was removed from packaging as usual. The endurant stent graft was replaced with another endurant ii stent graft limb (etlw1616c124e) and was successfully deployed over the same wire without any issues. The wire was not exchanged, and the same wire used when the replacement graft was loaded on the wire and was deployed. A cause of the guidewire loading issues was not provided. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.